Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter (B)(6) regarding system error 2240 and system error 2367 alarms. The nurse (rn) stated the home patient (hp) encountered the alarms during therapy. The rn also reported the patient line became inadvertently separated from the transfer set and stated the hp disconnected. The rn confirmed the alarms had been cleared but the rn wanted to know what they meant. The technical service representative (tsr) explained the alarms. The tsr verified with the rn that the hp may have disconnected during therapy and triggered the alarm. The rn confirmed to call back with any further questions/problems. The sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.